Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that in the surgery, when the surgeon was inserting a suture into the rotator cuff, the needle of the expressew in question often did not pass through the rotator cuff. It was found that the tip of the needle was broken. The device has been received and evaluated. Upon visual inspection, it was observed that the tip of the needle is broken, as the photos provided by the customer shows. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications according with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to repeatedly passing the needle through excess tissue; any usage beyond this would cause the needle to fatigue and then break. Also, it could be related when deploying the needle with the jaws open which can lead to a broken needle, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the tip on the expressew iii needle device was broken which was why it did not pass through the rotator cuff. The surgeon tried to find the fragments of the broken tip of the needle, but he couldn¿t and completed the surgery within 30 minutes delay. It was reported that the x-ray after surgery confirmed that the fragments of the broken tip of the needle remained in the patient's body. The device was brand new and its first use at the surgery. The status of the patient post-surgery was unknown. No additional information was provided.